Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided. Although lot number 18089540 was provided, was not in the database, not a valid lot number.

Event description:
The customer reported a general complaint with no specific details that the tubing leaked onto the patient. Although requested, no further information was received.